Event description:
Rptr has silicone breast implant. 1) had no package insert, 2) she suspects product contained toxins other than silicone, 3) she questions the stability of the product. She was told it would last a life time. 4) the silicone envelope was defective causing rupture/malfunction. 5) rptr's body and mind has suffered damage from silicone poison complete outcome yet unknown. Rptr c/o ruptured implants, with 1 closed capsulotomy, joint pain or stiffness, swelling joints, allergies, breast pain, sore or tender breast, mushy feel to breast, inability to handle stress, sleep disorders, loss of memory, blurred vision, sinus infections, numbness or tingling, involunatry muscle movement, swollen lymph nodes, tightness in skin, chronic fatigue, ulcers in nose, lumps or growths, weakness in muscles, wake up in bad mood, chronic backache, poor circulation, weight gain, rash anywhere on body, depression, anger, frustration, night sweats, difficulty swallowing, and fungus. "I did not have lupus, he told me. Even though my md had said that's what he believed my problem to be, based on the blood tests. However, the "expert" said it wasn't lupus. He never bothered to explain the abnormal blood tests or the swollen, painful joints." "The more I went to the sun tan booth the sicker I got. I became so disoriented I could hardly drive." "I became overwhelmed at the least of my every day duties and decision making was impossible. I suddenly couldn't see, my vision was so blurred. I got glasses, but my vision remained and still remains "foggy." "I would become so confused that I would burst out in tears. I was so depressed I wanted to die, really die, not just a frivolous use of the word." "I was in so much pain I had to almost quit my job." "Both my implants were ruptured. Since I had them removed (four months ago) I'm returning to a normal human being. I still have joint pain, although not as severe; I still have memory problems and dyslexia type symptoms, but again not as severe. My chronic fatigue is mostly gone, as is my depression. I almost feel like my old self." (*)